Event description:
Additional information was provided that a revision procedure was performed. During the procedure, both the rv set screw was found to be loose, resulting in lead displacement from the header. No adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the latitude system detected a red alert from this transvenous defibrillation lead due to high right ventricular (rv) pacing impedances. The alert was discussed and dismissed by the patient's clinic. No adverse patient effects were reported. Additional information was provided that noise was observed on the rv and shock channels. It was noted that a revision procedure was being discussed.